Event description:
The sterile cup in the mid stream collection set leaks after the lid is screwed in place. It does not matter how careful the user is in placing the lid on the cups. The cups tend to leak urine from the lid. This problem is not a one time incident. It has happened several times since we switched to using this particular clean catch kit.